Manufacturer narrative:
2/10/1998-supplement #1 sent to FDA. Device not available for evaluation.

Event description:
During a colic transection procedure, the staples did not form properly and an leakage occurred. The surgeon applied another device. The hospital reported that no patient injury had occurred.